Manufacturer narrative:
The sonicare brush head is an accessory to the sonicare series 2 plaque control power toothbrush.

Event description:
Consumer complained about bristles falling out in her mouth. No injury reported. No medical attention sought.

Manufacturer narrative:
The root cause of the customer's complaint is loose tufts.